Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, upon inflation the balloon ruptured. No patient complications were reported.